Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post-implant, the right atrial (ra) lead exhibited high thresholds and no atrial activity was being sensed on the current electrograms (egm). It was suspected that the lead had dislodged. The lead remains in use. No patient complications have been reported as a result of this event.